Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and narrow lesion resulting in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a narrow lesion in the posterior tibial artery. A non-abbott device was advanced however failed to cross the lesion. A ht command 14 guide wire was advanced and crossed the lesion. During removal the guide wire became stuck in the vessel therefore the sheath was advanced to remove the guide wire. Several other guide wires including a spartacore guide wire were advanced however failed to cross the lesion due to the anatomy. An esprit btk was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.